Event description:
It was reported that this pacemaker was part of a system revision due to partial pressure necrosis and a pocket erosion. The physician opted to place a new device. There were no additional adverse patient effects reported. This pacemaker was explanted.

Manufacturer narrative:
This supplemental report was created to update patient information and initial reporter complete name.

Event description:
It was reported that this pacemaker was part of a revision due to partial pressure necrosis and erosion at the pocket site. As there was no infection, the pocket site was treated, and a different model was implanted. There were no additional adverse patient effects reported. This pacemaker was explanted.